Manufacturer narrative:
Batch review performed on 20 december 2018. Lot 165387: (B)(4) items manufactured and released on 21 october 2016. Expiration date: 2021-10-09. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Additional component revised: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115), lot. 161057: (B)(4) items manufactured and released on 18-may-2016. Expiration date: 2021-05-01. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
About 7 months after primary the surgeon revised the patient due to generic hip pain. Liner and head swap. The reason of pain is unknown. The surgery was completed successfully.